Event description:
The patient stated that he had low blood glucose levels. He said it was due to programming the pump incorrectly. The insulin to carbohydrate ratios are reportedly programmed correctly. However, the insulin sensitivity factor (isf) is programmed at 12 am to 1u:7 mg/dl. The patient says it should be 1u:30 mg/dl. He said his blood glucose target at night should be 130 mg/dl and 100 mg/dl during the day. The animas representative helped him set these amounts. He says that at 2 am his blood glucose ranged from 64-78 mg/dl over the past week since reprogramming the pump. At 2:15 am the day the patient called animas he reportedly had a blood glucose level of 37 mg/dl. The patient ate ice cream and cheese/crackers at this time and his blood glucose level came back to target range. The patient is confident that his low blood glucose level is related to his programming error and said he will contact animas again if there are other pump issues that he may want to troubleshoot. This complaint is being reported because the patient allegedly suffered a low blood glucose level due to a use error that can cause the pump to deliver more insulin than intended.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the records from the date of the alleged complaint had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's low blood glucose was reportedly caused by a programming error the patient made and there is no allegation of a pump malfunction.